Manufacturer narrative:
Device evaluated by MFR is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported, that the bd safetyglide¿ needle failed to deliver the full does of vaccine. The following information was provided by the initial reporter: writer prepared vaccines for child. One of the im vaccines that was being administered failed to deliver the full dose of vaccine after a partial amount had already been given, even after readjustment of the needle in the arm. Writer removed needle from the arm and changed needle tip to a new im tip. Dose was able to be finished through this method.

Event description:
It was reported that the bd safetyglide¿ needle failed to deliver the full does of vaccine. The following information was provided by the initial reporter: writer prepared vaccines for child. One of the im vaccines that was being administered failed to deliver the full dose of vaccine after a partial amount had already been given, even after readjustment of the needle in the arm. Writer removed needle from the arm and changed needle tip to a new im tip. Dose was able to be finished through this method.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.